Manufacturer narrative:
This user facility is outside the u.s. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number & expiration date - unknown. Manufacture date ¿ unknown. Examination of returned device found no evidence of product nonconformance. During the evaluation, wear was noted on the modular head and acetabular cup, most likely attributed to malpositioned components, subluxation, third-body debris, and/or joint laxity. However, a conclusive determination could not be made without further information. This report is 1 of 2 mdrs being filed for the same event (reference 3002806535-2015-00103 & 04102).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason.